Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing a rm06 error code on their controller and that the controller was not remembering adaptive stimulation (as) values. The rep turned off as and the patient was experiencing a benefit with their ins. The patient's diary was provided and over the course of a month listed multiple anomalies. On (B)(6) 2018 the controller was showing that the battery needed to be charged when it was plugged in and charging. On (B)(6) 2018 the controller could not find the device despite it being right next to it. The patient noted that their ins battery level decreased 50% in only 24 hours. The patient got stuck charging at 70% so they moved the antenna far away from the ins and it still said 'excellent charging,' on (B)(6) 2018 the ins drained to 10% after only 2 days. On (B)(6) 2018 the stimulation settings changed on their own from 3 ma to 0ma. The patient noted that their controller was freezing while recharging the ins and that it wouldn't charge the ins to 100%. The controller kept showing "poor recharge quality." The patient's hcp thought that something wrong with the ins and planned on replacing it in (B)(6). No further complications were reported.

Manufacturer narrative:
The returned device (B)(4) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). On the call, it was noted that the rep did not make it clear exactly what the problem with charging was. The patient has a documented history of charging issues. Repair noted that the patient was sent an antenna on (B)(6), and a controller on (B)(6). The patient reported that sometimes her charger just won't let her charge, and that one example was the patient will get to 40% and then it shows 'finished' and she can't charge from there. Repair clarified that the battery pack was having charging issues, sometimes it would charge to 40%, other times to 100%, and there was no consistent charging of the controller. The patient stated that they will see a 'connection bad' screen or 'cannot find device' screen. The rep stated that the patient will have to wait an hour and then charge the device and then it allows her to charge to 100%. It was noted that this has been since implant. The rep went on to say that one of the troubleshooting steps she took was to run impedance on (B)(6), 2018. The rep reported that: 8 contacts show 'orange', 8&1 = 20020. The patient was redirect to repair for a replacement lithium battery pack. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins was replaced on (B)(6)2018 and the ins was sent back for analysis. It was noted that the cause of the high impedances were not determined and that the rep avoided the high impedance electrodes. It was also noted that the replacement of the lithium battery pack for the controller did not resolve the controllers issues. No further complications were reported.